Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by login issue. A technical support specialist confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had issues with users being unable to log in. The customer reported that the user was unable to dispense the medication and there was a delay. There were no adverse events or injuries reported based on this event.